Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an unspecified closure of an unspecified vessel using a prostyle device. Reportedly, the foot of the device did not retract completely when the lever was closed. The method of achieving hemostasis was not reported. No additional information was provided at this time.

Manufacturer narrative:
An analysis was performed on the returned device. The reported difficulty to open or close was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to a difficult to open or close the foot include, but not limited to, tissue or suture caught in the foot, or posterior cuff partly deployed in the foot. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for possible causes. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.